Event description:
Alleged deflation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the patch resulting in inner lumen deflation. Update/correction to sections b1, b2, b4, b5, d6b, d9, g3, g6, h2, h3, h6 and h10.

Event description:
Deflation resulting in explantation.